Manufacturer narrative:
One neurotherm rf generator was received for analysis. When the generator was powered on, the old nt2000 software was displayed upon boot up. The compact flash (cf) card was replaced with a known good cf card and the stimulation boards controller was upgraded. The generator was powered up again and successfully initialized to the latest nt 2000 ix software application. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported error message and procedure cancellation was due to a corrupted upper assembly compact flash card.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a 2 level lumbar facet bilateral radiofrequency ablation procedure an error message and subsequent cancellation occurred. During the procedure the message "no thermocouple. Overheated. Press back." Was displayed. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.